Event description:
The customer reported the system made a loud "pop" and then it shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply was adjusted. The system was then found to be operating as intended.